Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed elective replacement indicator (eri) earlier than expected due to long charge times. The device was explanted and replaced. It was also reported that during the explant procedure it was noted that there were unspecified defects in the insulation of this defibrillation lead. The lead was also explanted and replaced.